Manufacturer narrative:
Philips received a complaint on the hearstart xl+ defibrillator indicating that there was a therapy delivery test fail. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. The remote service engineer provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not accept the quote for repair. The device remains at the customer's site. No further action is warranted at this time.

Event description:
Philips received a complaint on the hearstart xl+ defibrillator indicating that there was a therapy delivery test fail. There was reportedly no patient involvement.

Manufacturer narrative:
Philips received a complaint on the hearstart xl+ defibrillator indicating that there was a therapy delivery test fail. There was reportedly no patient involvement. The customer was given a quote for onsite diagnostic evaluation and servicing of the device, which expired because the customer did not accept the quote. Thus, no evaluation of the device was completed. Based on the information available there is insufficient information to confirm the reported problem. As the customer did not accept the quote for diagnostic evaluation and servicing of the device, no follow-up action has been performed by philips as of the sending of this inquiry response. Should the customer contact philips again regarding evaluation or servicing of the device, philips will act accordingly. The investigation concludes that no further action is required at this time. H3 other text : remote support provided.

Event description:
It was reported to philips that the therapy delivery test failed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.